Event description:
It was reported that post op to a laparoscopic gastric band procedure, the patient present with pain. Erosion was observed during an endoscopy. The erosion occurred at the posterior part of stomach and digestive juices were entering the body cavity. The port site was also noted to have swelling and redness. The patient received two to three fills since device was implanted. The band was explanted and the patient is okay.

Manufacturer narrative:
Date sent: 10/19/2009. Information anticipated, but unavailable at this time.